Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. Unable to verify pump error alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer's father reported via phone call that the insulin pump had motor error and motion sensor test failure. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer reported that the drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.